Event description:
It was reported thrombus occurred. Prior to the procedure, the patient was on rivaroxaban. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal. The patient was discharged on aspirin (81 mg/day) and rivaroxaban (20 mg/day). 124 days post procedure the patient came in for their four month follow up transesophageal echocardiogram procedure. The imaging showed that the left ventricular ejection fraction was 55 percent and a complete seal with a thrombus on the atrial facing surface of the closure device. At the time of the event, the patient was on aspirin (81 mg/day) and rivaroxaban (20 mg/day).